Event description:
It was reported that the atrial lead was continuously dislodged during implant. The lead was not used and the atrial port was plugged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of lead dislodgement and helix damage were confirmed in the laboratory. The helix could not be actuated due to the presence of dry blood inside the lead. The helix could be extended and retracted on a short length of the lead. The insufficient extension length of the helix cannot be considered a factor in the lead dislodgement.